Manufacturer narrative:
The product return was requested but not returned by the hospital. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame in which they were manufactured. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse events, number 4 states: loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. Number 9 states: fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. Number 13 states: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2015-04099 / 04262 / 04263 / 04264 / 04265; 1825034-2017-07844 / 07845 / 07846 / 07847 / 07848.

Event description:
It was reported a bilateral patient underwent a left total hip arthroplasty on (B)(6) 1995 and a right total hip arthroplasty on (B)(6) 1990. Subsequently, operative notices indicate the patient underwent a right revision procedure on (B)(6) 1999 due to poly wear and dislocations. The acetabular cup was removed and a competitor cup was implanted. The patient was revised on (B)(6) 2000 for unknown reasons on an unknown side. The modular head was removed and replaced. On (B)(6) 2011 the patient dislocated on the right side and underwent a revision procedure. Operative notes report patient underwent a right revision procedure on (B)(6) 2011 due to loosening of the cup, fractured screw, chronic dislocation, osteolysis, impingement, instability and soft tissue deficiencies. Operative report further noted the cup and head were removed and replaced during the revision procedure. A future revision has been indicated due to dislocations and a loose cup with a fractured screw. Additional information received reported patient was revised on (B)(6) 2015. No additional patient consequences were reported.